Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 6) occurred with multiple cartridges during the load process. The customer's blood glucose level was 700 mg/dl and it was addressed with manual injections. The customer was able to load a new cartridge.